Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported prior to insertion the clinician found the sheath introducer was bent and frayed was confirmed. Returned was a peel-away sheath/dilator combination. With the unaided eye, the sheath tip appeared pushed back on one side. The dilator tip did not appear damaged. Under microscopic examination, the tip of the sheath was pushed back on one side and blood residue was observed on the sheath tip. The sheath body measured 2.716" in length, which meets the 2.6875 - 2.8125" requirement per the sheath graphic. The sheath tip inside diameter (ID) could not be accurately measured due to the tip damage. The outside diameter of the dilator body measured 0.0590" which meets the .0565 - .0595" requirement of the dilator extrusion graphic. The dilator protruded through the catheter 0.827", which meets the specification of 0.75 - 1.00" per the sheath/dilator graphic. The instruction booklet provided with the kit, provides insertion techniques for the sheath / dilator assembly. The IFU directs the user to pre-dilate the puncture site if necessary. It was not reported whether or not a skin nick was made prior other remarks: to insertion. A device history record review was performed and did not reveal any manufacturing related issues. The damage observed is characteristic of resistance encountered during sheath /dilator insertion and dried blood was observed on the sheath tip; therefore, it appears that the damage may have occurred during use. The probable cause of this issue could not be determined. Further investigation of this complaint issue has been initiated.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was microscopically evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported prior to use the clinician noticed the sheath introducer was bent and frayed. There was a delay in treatment and no patient death was reported. Follow up information states another kit was used for the procedure. No complications reported.